Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2003 - the patient underwent hernia repair surgery with one bard composix kugel mesh and two composix e/x mesh. On (B)(6) 2011 - the patient underwent hernia repair surgery and small bowel resection. During surgery to repair the patients hernia, the surgeon noted the removal of multiple pieces of mesh, the small of which " was associated with an abscess and erosion into 2 segments of bowel." The attorney's report alleges permanent injury, abdominal pain, obstruction, abscess, defective mesh, explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00110 for information related to the composix kugel mesh implanted on (B)(6) 2003. See MDR 1213643-2013-00112 for information related to the composix kugel mesh implanted on (B)(6) 2003.